Manufacturer narrative:
Customer did not complain of calibration or qc errors prior to the event. A field service engineer (fse) was dispatched and updated the hardware with the new modifications for glucose module. Root cause of this event remains unknown at this time.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that one erroneously low glucose (glucm) patient result was noticed while running in duplicate mode on unicel dxc 600 pro synchron clinical systems. The original glucm result of 32mg/dl was repeated as 164mg/dl. Reruns of the sample on other instrument gave results of 163 and 162mg/dl, and these results were reported out of the lab. Patient treatment was not affected. Customer runs glucose in duplicate mode and verifies results prior to reporting.